Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on after it was exposed to moisture while taking shower. . The customer¿s blood glucose was 21.2 mmol/l at the time of the incident. The customer stated that there was fluid under the lcd screen of the insulin pump. The insulin pump started alarming and red light started flashing when the insulin pump was exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, insulin pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to verify unexpected alarms and red light started flashing and perform the self test, sleep current measurement, active current measurement and displacement test due to blank display. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.